Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 280 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. In addition the patient reports the pod was leaking during wear as well as bleeding. As treatment, the patient applied a new pod.

Manufacturer narrative:
The returned device was evaluated and no bends, kinks or damages were observed on the soft cannula. Blood was observed on the adhesive pad. The formed needle and bottom housing were inspected, and no abnormalities were found that would contribute to the reported bleeding and bruising. The cause of the reported bleeding and bruising could not be determined. A leak test was performed and no leakages were observed along the entire fluid path. Fluid was able to pass through the fluid path and exit the distal tip of the soft cannula. No issues were found with the fluid path that would result in leaking during wear. No other damages or defects were found that would result in a failure to deliver insulin. The downloaded data did not generate any hazard alarms, timeouts or drive stalls that would indicate the device struggled to deliver insulin.